Event description:
Info reviewed, following coalescent acquisition, shows the product complaint indicated the pt was returned to surgery on the same day for bleeding. Product inspection during re-operation noted bleeding from the toe of the sequential anastomosis. No subsequent pt complication reported.